Event description:
The facility reported that a resident was being transferred from a bed to a chair and he fell through the side straps of the sling. He sustained a hematoma to the head and a scratch to the arm. No treatment has been described at this time.